Event description:
"The component was revised due to loosening of the femoral and tibial components. The femoral and tibial components were revised. The components were implanted in situ for 2.52y. The pt presented with a ucla score of 2 three months prior to revision surgery." Note: medical records and x-rays were not provided to stryker for review.